Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon review, the right ventricular lead exhibited pacing failure due to intermittent noise. The patient was admitted for heart failure exacerbation. It is unknown if the lead issue contributed to the patient's condition. The lead was capped and replaced on (B)(6) 2017. The patient was stable.